Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Reportedly, the customer applied force and was able to unlock pump using wake button. Additionally, the customer experienced low blood glucose (bg) between 40-50mg/dl, cause was unknown. Customer required assistance addressing bg level with glucose tablets, food, and juice. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: logs were reviewed from 3/6/2020 to 3/22/2020. A total of 11 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 10:23:59 pm on (B)(6) 2020 to 12:48:59 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 10:18:59 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 8:05:09 pm date: on (B)(6) 2020 iob: 3.85. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of 40 to 53 mg/dl were recorded at 12:24:02 pm to 12:44:01 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 47 was enunciated at 12:24:02 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 09:10:22 am date: on (B)(6) 2020 iob: 7.95. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 53 mg/dl were recorded at 10:44:01 pm on (B)(6) 2020 to 12:29:01 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 10:39:01 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of 50 was recorded at 8:52:40 pm on (B)(6) 2020. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 52 mg/dl were recorded at 9:47:40 pm to 11:52:40 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 50 was enunciated at 8:52:40 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 49 to 53 mg/dl were recorded at 4:57:42 pm to 5:12:45 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 4:57:42 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 12:07:42 am to 01:07:42 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 12:02:42 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 51 mg/dl were recorded at 11:37:48 pm on (B)(6) 2020 to 01:12:45 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 51 was enunciated at 11:37:48 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) value of "low" (indicating below 40 mg/dl) mg/dl was recorded at 01:47:45 am to 03:12:45 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 01:47:45 am on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. Continuous glucose monitor (cgm) values of 43 to 47 mg/dl were recorded at 10:42:54 pm to 10:52:54 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 10:37:54 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 5:17:59 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 11:57:55 pm on (B)(6) 2020 to 12:52:54 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 11:57:55 pm on (B)(6) 2020. A user initiated tubing fill of size 11.64 units was observed at 5:17:59 pm on (B)(6) 2020. If the user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. Continuous glucose monitor (cgm) value of 48 was recorded at 9:27:55 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 55 was enunciated at 9:12:55 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.